Event description:
Customer reportedly received result of 176 mg/dl on the advantage system using comfort curve test strips and 74 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number and expiration date unknown). (B)(4).

Event description:
It was reported the patient had been found dead on (B)(6) 2010. Interrogation of device in morgue on (B)(6) 2010, showed there had been one non sustained tachycardia episode and one vf episode on (B)(6) 2010 that were detected and treated appropriately. An egm prior to detection and also post shock showed the ventricular capture was questionable and there was no evidence of depolarization. The cause of death has been requested and not received. Later reported the save to disc showed there was non capture in the ventricle and atrial standstill. The vf episode had been treated with atp and shock, which terminated the rhythm.